Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed circuit fault, low ve (minute ventilation)and xdcr (transducer) fault. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the printed computer board assembly (pcba). The root cause of the reported issue is due to a faulty exhalation flow transducer. This reported issue will be tracked and internally investigate the situation.